Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized twice. Customer's blood glucose reading at the time of the emergency room visit was 1100 mg/dl. The second time blood glucose reading was 1200 mg/dl. Customer stated that her insulin pump malfunction both times. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm. However, unit was received with bleeding display window glass.